Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 43 mg/dl at the time of the incident. The customer was at 161 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer also had past motor error alarms that were not reported. Troubleshooting was completed but did not resolve the issue. The customer had previous lows where they got hospitalized. The insulin pump will be returned for analysis.